Event description:
It was reported that there was a case where two (2) 2.7mm va locking screws loosened from the variable angle (va) locking compression plate (lcp) condylar plate postoperatively. This report is for an unknown locking screw. This report is 2 of 2 for (B)(4).

Manufacturer narrative:
Additional narrative: this report is for an unknown locking screw ¿ unknown lot number. Possible part numbers between 02.231.214 to 02.231.310. Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.